Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and non-malignant pain. It was reported that "about 15 years ago, in (B)(6)" the patient's pump went empty and it was a horrible experience. He was hearing an alarm on a friday around 18:00 and by the time he figured out it was his pump, it was too late to see his doctor. By sunday, he had "passed out 6-7 times" and he was freezing and shaking. He put on winter clothing in the middle of summer. The alarm was so faint that he didn't understand what was going on. No further complications were reported.